Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off without user input. This occurred during testing in the biomedical department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, no issues were found with the pump, and it operated as intended. A review of the event history log identified ¿improper shutdown¿ messages. An ¿improper shutdown!¿ message occurs at power up following power loss to the pump. The history log cannot be used to determine how power became disconnected. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was not determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.